Manufacturer narrative:
The product remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that 10 days post-implant, the patient was admitted to the hospital with complaints of exacerbated congestive heart failure (chf) possibly related to the valve: mid-sternal chest pain associated with shortness of breath, coughing and wheezing. Cardiac enzymes were negative, electrocardiogram (ECG) was normal. Mild pulmonary edema was noted via chest x-ray, resolved with medications. One year post-implant, during the above-mentioned hospitalization for chf exacerbation, copd exacerbation was also noted to be possibly related to the valve, and was resolved with medication. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiographic findings verified moderate paravalvular aortic regurgitation, which had changed from the post-procedure and discharge echocardiographic findings of mild aortic regurgitation. No treatment was given and the condition remained ongoing. One year post-implant, the patient was hospitalized for congestive heart failure (chf) exacerbation, during which a transthoracic echocardiogram (tte) was performed, indicating 35% left ventricular ejection fraction and moderate paravalvular leak (pvl). No treatment was provided for the pvl. Fourteen (14) months following implant, during evaluation in the emergency department for shortness of breath, it was noted that the patient has a 4 beat run of ventricular tachycardia, followed by firing of the automatic implantable cardioverter defibrillator (ICD). Two additional episodes occurred during hospitalization. The patient was asymptomatic with stable vital signs. Fifteen (15) months post-implant the patient was hospitalized for worsening difficulty breathing, paravalvular leak, orthopnea, paroxysmal nocturnal dyspnea (pnd), dull sub-sternal chest pain and worsening lower extremity edema. A valve-in-valve implant was performed, and medication was prescribed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause of the paravalvular leak could not be determined from the limited information available. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The relationship of the congestive heart failure to the device or procedure could not be determined with the limited information available, though it is likely related to patient condition.